Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned device revealed it had offset coil winds near its proximal end. If the smart coil is forcefully advanced while the introducer sheath is not properly aligned in the hub of the parent microcatheter, resistance may be experienced, and this type of damage may occur. The offset coil winds likely contributed to the smart coil being unable to advance into microcatheter during functional analysis. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a vessel sacrifice using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter, the radiologic technologist experienced resistance and the smart coil was unable to advance. After multiple failed attempts, the smart coil was removed and the procedure was completed using another smart coil and the same microcatheter without issues. There was no report of an adverse effect to the patient.